Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified glucose reading on a healthcare professional (hcp) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was in a hospital for other reason and did not experience any symptoms. When the hcp checked the customer's glucose level of glucose reading of 339 mg/dl obtained on an hcp meter, compared to a scan of 130 mg/dl on the adc device. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. The hcp administered the customer four shots of insulin (type unspecified) intravenously. There was no report of death or permanent impairment associated with this event.